Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders and the right plunger case was cracked. A review of the event history log identified motor rate error. During the functional testing the reported issue was able to be duplicated. The customer had not used the pump for a long period of time, the super cap on main board needed to be charged for a few minutes before turning the pump on. A combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty and worn out due to normal wear. The root cause of this issue was due to normal wear of the pump. The customer failed to recharge the main board prior to use. The pump was turned on after a few mins of charging, no problem found. Replaced motor assembly, worm gear, lead screw and clutch halves. Performed preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a no power and motor error. No adverse effects were reported.